Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead segments noted the insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. There was no asystole observed. Subsequently, the patient underwent a revision procedure and the rate/sense portion of this lead was surgically capped and abandoned. No additional adverse patient effects were reported. The shocking portion of this lead remained in-service. Additional information was received that this lead is no longer in-service. The entire lead was explanted and replaced.